Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. The battery out limit alarm, low battery alarm and perform download test, were unable to be done due to blank display. There was no weird noise anomaly noted. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm. The customer's blood glucose level at the time of incident was unknown. The customer states their time and year settings were off. The customer states they had issues with blank display as well. The customer states there is a crack right by the battery threads. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.